Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. (B)(4). This complaint was received via medwatch form mw5040607.

Manufacturer narrative:
Additional information was received 25jun2015 in the form of procedure notes. The procedure notes state, during the course of the procedure, a stent became separated from the balloon and traveled down the femoral profunda where it became lodged in a terminal vessel and did not cause any clinical sequelae. Another balloon-mounted stent was utilized to successfully stent the left ommon carotid artery.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
During the scheduled visi-pro stent placement, after having tried to place the stent and the stent not crossing the lesion, the stent was removed while still on the balloon. During the removal process the guide wire was also pulled out of the carotid artery. After removing everything, a guiding catheter was placed over the guide wire to gain access to the carotid artery. After getting the guiding catheter outside of the sheath, the physician noticed a dark area on the guiding catheter. After checking the stent delivery system, it was determined that the visi-pro stent was attached to the guiding catheter. The sheath and guiding catheter wire slowly pulled back until the sheath was almost out the patient. The stent then came off the guiding catheter after taking a picture of the iliac artery. The angled guide wire was attempted to be placed through the stent. The 150cm support catheter was attempted to be placed through the stent. After this failed attempt, an ensnare system was deployed to retrieve the stent. After this attempt failed, it was observed under fluro that the stent traveled down the right iliac artery to the profounda artery of the right lower limb.